Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported bipolar impedance is 672 ohms and unipolar is 490 ohms with atrial undersensing. Tested unipolar and bipolar sensing and decreased sensitivity. It was also reported p-waves are irregular and hard to see. The device remains in use. No patient complications have been reported as a result of this event.